Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage, and pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set was having connectivity issues with needless tubing connectors. This event occurred before patient use. There was no patient involvement. No additional information is available.